Event description:
Procedure type: ileal conduit construction. According to the reporter: the customer reports that the instrument jammed shut. As seen in the customer supplied photograph, the instrument was resected from the pt resulting in tissue loss.

Manufacturer narrative:
(B)(4).